Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to scope connector leakage while the user was handling the device, and water invaded. Due to the invasion, an abnormality of electronic parts occurred which led to the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 unsupported scope error message. The issue was observed during preparation for use for a diagnostic procedure. The procedure was completed with a similar device with no delays, and there were no reports of patient harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the screen was partly dark due to scratch of charged coupled device (ccd) lens, there was crease at the ccd lens, the adhesive part of the bending section cover is broken, the connecting tube protector was cut off, the light guide lens was broken-(scratches and chipped), switch 1 was worn, the angulation to the up direction was out of standards due to the worn angle wire, there was corrosion at the scope connector cover unit, water was entering the connector, the screen was not coming out. (E311 error), and the plastic distal end cover had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.